Event description:
Addendum 08/18/2010: the patient's procedural summary showed that the patient underwent percutaneous transluminal coronary angioplasty distal to the rca/pda with a non-cordis balloon during the index procedure. Approximately two months post index procedure, the patient presented to the emergency room with cardiac chest pain and was admitted the following day. A percutaneous coronary intervention (pci) of the distal rca/pda with a des was performed on (B)(6) 2010. The rca/pda had 80% distal stenosis. The lesion was treated with a cypher stent. Post procedure stenosis was 0%. Angiography showed that the stents implanted in the lad in 2009 and the cypher implanted in (B)(6) 2010 were patent.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.